Event description:
A user facility reported a dialyzer blood leak occurred twenty-five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. No blood was observed within the dialysate. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient treatment was not restarted and the patient discontinued treatment on the day of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the customer returned a dialyzer from the reported lot for evaluation. The sample was subjected to a laboratory bubble point leak test. The test passed. Upon extraction of the fiber bundle, a kinked fiber was noted at approximately 250° on the cavity ID end, with the ports positioned at 0°. There was no other damage or irregularities visually noted on the dialyzer. See the attached photo and testing documentation in the content tab. A kink is known to cause a fiber leak even though it was not recreated with testing. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer blood leak occurred twenty-five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. No blood was observed within the dialysate. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient treatment was not restarted and the patient discontinued treatment on the day of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.